Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/03/2010, 09/07/2010, and 09/09/2010 by phone, fax, and mail. Medical records were received on (B)(4) 2010. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a high myopic pt whose intraocular lens (iol) rotated 60 degrees from the original placement. The lens continues to rotate after repositioning. In a f/u, the surgical coordinator for the surgeon reported that at one day post-operative, the iol was well positioned. At one week postoperative, the iol had rotated 30 degrees; then four days later, another 70 degree rotation. At three weeks postoperative, the iol was repositioned. The next day, it was found that the iol had rotated 55 degrees. Medical records indicate that the pt also experienced blurry vision but is now improving.